Event description:
It was reported that 3 bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes presented draw volume issues. The following information was provided by the initial reporter, translated from spanish: the tubes are presenting an underfill or vacuum issue, they are not drawing till the indicated in label.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 3 photos and 1 video were provided for investigation. The photos/video were reviewed and the indicated failure mode for underfill was observed. Additionally, retention samples from bd inventory were functionally tested for vacuum issue and all were within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for underfill based on the photos/video provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Manufacturer narrative:
E1. Initial reporter phone number: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes presented draw volume issues. The following information was provided by the initial reporter, translated from spanish: the tubes are presenting an underfill or vacuum issue, they are not drawing till the indicated in label.